Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the set point temperature was slow to react to adjustments. The device was not changed out, as the case was completed using this device. The surgical procedure was completed successfully, and there were no delays, blood loss or adverse consequences to the pt. Investigation in process, but not yet completed.